Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, water was suction and flush out of the device. During manual cleaning, the customer used aniosyme x detergent, infineed rosse brush with kit scopeclean albyn medical swabs to brushes the operating channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. For automated endoscope reprocessor (aer) treatment, the soluscope series 4 washer along with soluscope cln detergent and soluscope paa disinfectant were used. The scope was dry using plasmatyphoon and olympus is the customer¿s maintenance company. It was reported that the scope was not sterilized. The customer stated that the automated endoscope reprocessor was tested, and all test results were with in target area. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, an unexpected contamination on the evis exera iii colonovideoscope tested positive for unspecified microorganisms. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use on (B)(6) 2022. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based clarification of third-party testing results, the device evaluation, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device and noted no deviation from IFU (instructions for use). The user sent the subject device to a third party for culture testing where: sampling from: all channels. Cfu: >100cfu. Bacterial identification: unknown. Olympus sent the subject device to a third party for culture testing where: sampling from: all channels. Cfu: 1cfu. Bacterial identification: micrococcaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section cover adhesive worn out, and scope connector water mouthpiece deformed (bended). However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the same germs were not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.